Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this issue. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and the reported difficult to remove appears to be due to procedural circumstances/user technique. The reported tissue damage appears to be due to difficult to remove/chordae interaction. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedure. The reported medical intervention appears to be due to case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult tissue damage it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A restricted posterior leaflet as present. An xtw was inserted and the leaflets were successfully grasped. However, during leaflet assessment, it was observed chordae had torn from the papillary muscle but remained attached to the leaflet. It was suspected the clip came in contact, causing the damage, but it is unknown when this occurred as no resistance was felt. The clip was successfully deployed and to treat the torn chordae, an additional mitraclip was implanted on the mitral valve, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.